Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30160005l number, and no internal action was found during the review. Concomitant bwi products: soundstar catheter (us catalog # unknown, lot # unknown). Carto 3 system (us catalog # fg540000, serial # (B)(4)). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch sf bidirectional catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, when connecting a soundstar catheter to the carto 3 system, error 6150 ¿magnetic sensor error¿ was displayed and the catheter image was lost. The catheter was replaced without resolution. The eco dongle was manually manipulated and the error 6150 appear and disappear intermittently. The case continued successfully using the image displayed on intracardiac eco (ice) without using cartosound. This issues with the soundstar catheter and the carto 3 system related to error 6150 ¿magnetic sensor error¿ is not reportable since there is no risk to the patient as a result of the procedure delay. It was also reported that during transseptal puncture, cardiac tamponade was noticed and confirmed by ice. Pericardiocentesis was performed to remove 380 cc of fluid from the pericardium. And the fluid was given back through a venous sheath. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. The physician did not attribute the causality of the adverse event to any bwi product. Multiple attempts have been made to gain clarification on this event with no response. Despite reports that the adverse event occurred during transseptal puncture, it is unknown if ablation had already been performed. As such, with the available information there¿s no way to confirm the bwi ablation catheter was not related to the adverse event. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
On (B)(6) 2019, biosense webster inc. Received additional information about the patient and the event. It was reported the patient was male. The patient also required surgical intervention, a pericardial window was performed. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. The physician did not attribute the causality of the adverse event to any bwi product. There was no evidence of steam pop. Transseptal puncture was performed with an abbott brk 1 transseptal needle. Ablation was not performed during the case; however, the adverse event was noticed when the ablation catheter was inside the patient¿s body; therefore, there¿s no way to confirm if the bwi ablation catheter was related or not to the adverse event. (No code available) has been added for the reported ¿surgical intervention¿ concomitant non-bwi product: abbott brk 1 transseptal needle manufacturer¿s ref # (B)(4).